Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). Multiple unsuccessful attempts were made to obtain a sample and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the "epidural catheter didn't feel right upon removal". During removal of the catheter, the clinician reported hearing a "pop" sound and noticed the distal end of the catheter was not present and left inside of the patient.